Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an adhesive events with three infusion sets where infusion sets fell off during use after being used for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.